Event description:
Per nurse's report, the lipid filter became disconnected on the clear side. She described it as "the tube pulled off." Patient's blood was flushed back through the line and was starting to fill the filter. The plastic piece that usually covers the blue side of the filter was missing. There had been no known trauma to the line. The patient lost an estimated 3 ml of blood.